Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed three similar and three dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device discarded by the customer.

Event description:
The affiliate reported via email during a shoulder arthroscopy. Suction function on electrode was not working. Replaced with same like product. No adverse affect to patient, minor delay in surgery 5mins. Additional information received via email from the affiliate on (B)(6) 2017. The issue was detected ¿ during use in patient device lot number: u1612049. The electrode worked, but suction didn't. The suction line was attached to wall suction.